Event description:
The complainant reported that a was implanted with an impella cp device for mechanical circulatory support. The patient had presented to the hospital for left heart catheterization and percutaneous coronary intervention (pci). Following the pci where a stent was placed in the left anterior descending coronary artery, the patient was moved from the table to a transport bed, and the patient became pulseless. Advanced cardiac life support protocol was initiated, and the patient received 13 defibrillations. The medical team decided to implant an impella cp via the left common femoral artery for mechanical circulatory support. Impella was prepped, inserted, and support was initiated with flows as expected for 3.3 to 3.4 l/min. A hematoma and bleeding were noted around the groin at the impella access site. It was noted that bleeding occurred during the placement of the introducer sheath. Manual pressure was held for 30 minutes. The patient required blood products and increased vasoactive medications. Despite increased chemical support the patient continued to decompensate. The bleed at the femoral artery was determined to require vascular surgical repair, and due to the bleeding and the patient¿s decompensation the decision was made to escalate the patient to an impella 5.5. The impella 5.5 was implanted via the right axillary artery without complications. The impella cp was removed, and the femoral artery was surgically repaired and closed. Due to continuous bleeding and inability to control bleeding family agreed to stop further treatment and intervention efforts. The patient outcome at impella 5.5 explant was expired. This complaint involves two impella devices: 14f sheath with lot number s9554810 used with pump 1, impella cp with serial number (B)(6) pump 2: impella 5.5 with serial number (B)(6) this MDR specifically addresses pump 2: impella 5.5 with serial number (B)(6), which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.

Manufacturer narrative:
The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted. The impella device was discarded by the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: no product was returned. Access site adverse event: the cause of the bleed was most likely patient condition related since patient had friable vessels. Device history lot: device lot: 1955446. Device history batch: subcomponent lot: n/a. Device history review: device (sn: (B)(6)) passed all post sterile inspection checks.

Manufacturer narrative:
Medical safety/clinical reviewed the event. An 81-year-old male patient presented for a left heart catheterization (lhc). A stent was placed in the left anterior descending artery (lad) via right common femoral artery (rcfa) access. Following completion of the procedure, while the patient was being transferred from the procedure table to the bed, he became pulseless. Advanced cardiovascular life support (acls) protocol was initiated. Due to the presence of an angio-seal vascular closure device at the right common femoral artery access site, vascular access was obtained via the left common femoral artery (lcfa). The patient received 13 defibrillation. An impella cp was implanted via the left femoral artery and mechanical circulatory support (mcs) was initiated. On post-implant day 0, the patient developed bleeding at the access site with associated hematoma formation. The patient was noted to have decompensation requiring escalating doses of vasoactive medications and transfusion of blood products. Due to worsening hemodynamic instability, the patient was escalated to an impella 5.5, which was surgically implanted via the right axillary artery. Support was initiated at performance level p-2 and gradually increased as tolerated. Surgical closure was performed at both the right axillary artery and left common femoral artery access sites. Despite these interventions, the patient experienced ongoing bleeding that could not be controlled. The patient had been anticoagulated for the cardiac catheterization procedure, which may have contributed to the severity and persistence of bleeding. Due to continuous bleeding and inability to achieve hemostasis despite surgical intervention, the patient¿s family elected to withdraw further life-sustaining measures. The patient subsequently expired. The impella cp will be a serious injury event, while the impella 5.5 will be classified as the death type of reportable event. Correction. Complaint/patient coding was updated/corrected following medical safety/clinical review as follows: surgical intervention (f19). Therefore, section h6 (health effect ¿ clinical code, health effect ¿ impact code, and medical device problem code) has been fully repopulated and should be regarded as the coding that accurately reflects the reported event. Note: h6. Investigation type, findings, conclusion, and component coding remain unchanged as previously reported (update was made only to the impact code and did not affect the health effect adverse event and/or product experience coding). Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.